Event description:
It was reported that the locator fractured and the implant had to be removed. Implant reference: asm311, implant lot: 2020040073.

Event description:
It was reported that the locator fractured and the implant had to be removed. Implant reference: asm311, implant lot: 2020040073.